Event description:
During a follow-up evaluation, the device could not be interrogated after several attempts. The programmer could be heard attempting to interrogate but emitted a low pitched series of tones and then displayed a communication error. An x-ray confirmed that the device was in an upright position. The decision was made to explant the device.